Event description:
It was reported that the ventilator failed during use. There was no patient injury reported.

Manufacturer narrative:
The ventilator failure described by the user could be reconstructed by means of the logfile analysis. No indications for a device malfunction were found. Also during on-site checking in follow-up to the event, no indications for a device malfunction leading to the reported symptom were found. Based on the logfile analysis, it could be reconstructed that the autonomous safety shutdown of the ventilator was triggered by a faulty motor position as a result of frequently changing positive and negative pressure peaks, possibly due to the patient breathing or coughing against the ventilator. At the time in question, pressure control ventilation was used; in general, it is recommended to switch on the synchronization for spontaneously breathing patients (e.g. Pressure mode with activated trigger) or use synchronized ventilation mode (e.g. Pressure support). The device behaved as specified with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported.